Event description:
The account alleged, the brake pedal appears to be in the brake mode but does not engage the brakes and the brakes are not holding.

Manufacturer narrative:
The account has replaced four pedals, both linkages, four casters and installed the upgrade washers but the issue remains. Repairs have not been completed.